Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05716. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of transvaginal tape obturator urethropexy, anterior colporrhaphy, anterior mesh placement, and posterior mesh placement. It was reported that the mesh was implanted ¿in a hammock fashion¿ but then ¿pulled out in the process of removing the cannula¿, therefore they ¿had to go back and do a mesh in a usual fashion¿. (Per description of procedure). This mesh is noted on record as ¿in & out¿.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a sacrospinous suspension and anterior colporrhaphy due to incontinence and vaginal vault prolapse. Following insertion, the patient experienced pelvic pain, vaginal pressure, dyspareunia, vaginal scarring, vaginal pain, incontinence and back pain. (B)(4).